Manufacturer narrative:
Evaluation summary: the product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Add'l info has been requested but not rec'd to date. (B)(4).

Event description:
A surgeon reported that within one calendar month of intraocular lens (iol) implant on both eyes, patient described shadows at the border of the field of vision on both eyes. Surgeon diagnosed a negative dysphotopsia. Photo refractive keratectomy (pkr) was performed to correct a refraction of -0.5. According to the surgeon, an iol explantation would not lead to any improvements. Add'l info has been requested but not rec'd to date. This is one of two medical device reports being filed for this event. This is report is for the left eye.